Event description:
A ventilator was returned to a third party service center for service. The device was not in patient use. During the evaluation of the device at the third party service center, a "service required" code were observed in the device's downloaded event log. The device's oxygen blending module harness cable and oxygen blending module board were replaced to address the issue.